Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report updated at that time.

Event description:
It was reported that this patient presented to clinic for their first follow-up in approximately 3 years at which time this implantable cardioverter defibrillator (ICD) could not be interrogated. It was noted that the device had not been found by the patient's remote monitor since 10 months earlier. A revision procedure was scheduled to replace the device. However, an echocardiogram was performed that was deemed normal. As such, the physician elected to not replace the patient's device. Additional information was later received indicating the physician reversed their decision and a revision procedure was performed wherein the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to clinic for their first follow-up in approximately 3 years at which time this implantable cardioverter defibrillator (ICD) could not be interrogated. It was noted that the device had not been found by the patient's remote monitor since 10 months earlier. A revision procedure was scheduled to replace the device. However, an echocardiogram was performed that was deemed normal. As such, the physician elected to not replace the patient's device and it remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. Though this device is included in an advisory population, laboratory analysis determined it did not display the advisory behavior.

Event description:
It was reported that this patient presented to clinic for their first follow-up in approximately 3 years at which time this implantable cardioverter defibrillator (ICD) could not be interrogated. It was noted that the device had not been found by the patient's remote monitor since 10 months earlier. A revision procedure was scheduled to replace the device. However, an echocardiogram was performed that was deemed normal. As such, the physician elected to not replace the patient's device. Additional information was later received indicating the physician reversed their decision and a revision procedure was performed wherein the device was explanted and replaced. No adverse patient effects were reported.